Event description:
It was reported that (2) devices were used during a rectum cancer procedure. It was reported by the affiliate that the surgeon stated that the 1st ax55b device could be fired without showing any problems. After opening the device, he noticed that the staples were not formed at all. A second device was used showing the same result. The staple lines were resected (not available for investigation). The surgeon had to create an artificial anus due to the amount of resected tissue. The surgeon also used sutures to complete the case.